Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving an error 4 when a test strip was inserted into their freestyle flash blood glucose monitor. As a result, they were not able to properly monitor their blood glucose. The customer reported "guessing" the dosage of their medication. He then reported feeling dizzy, weak, and sweaty. He was taken to a local hospital where he was diagnosed with hyperglycemia. Insulin was administered to the customer in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.